Event description:
Nurse was preparing the set and when she pools it with nacl, she discovers that the set cannot be connected to the vamp.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) double dpt - vamp adult kit. Tubing was found completely broken off from uv bond joint with reservoir. Tubing was bent near the site of damage. (B) (4)